Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6), 2008. According to the complainant, the patient experienced the following symptom commencing on (B)(6), 2009. Partial urinary retention - unable to completely empty bladder approximately half the time. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
The patient's birthdate; (B)(6). The patient's weight; (B)(6). Device usage; initial.

Event description:
Additional information received from the complainant confirms that the patient did not received any treatment for the partial urinary retention. Based on the additional information provided, the event is no longer considered a reportable scenario. The patient's condition was reported as good.

Manufacturer narrative:
Study number and name: (B)(4). Device not returned.

Manufacturer narrative:
The reportable event of partial urinary retention was reported. Additional information confirmed that the patient did not receive treatment for the partial urinary retention; making the event non-reportable. Patient's reported condition of good from additional information received was inadvertently omitted in follow-up 001.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6) 2008. According to the complainant, the patient experienced the following symptom commencing on (B)(6) 2009. Partial urinary retention - unable to completely empty bladder approximately half the time. Several attempts at follow up have been unsuccessful.